Manufacturer narrative:
Manufacturer ref# (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The proximal coil of the device is found offset (bent/curved), meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone (B)(6). The complaint device was returned for evaluation. Upon examination under magnification, the returned device showed no evidence of damage or deformation to the stent body. The proximal coil was present with a minor dislocation, and the bond connecting the proximal coil to the stent body was not intact, allowing the stent to rotate freely around the wire. Visual inspection confirmed the device was correctly assembled and manufactured, with all markers present. The bond between the proximal coil and the proximal section of the stent had been broken during the procedure, and this damage was evident upon inspection. The device could be advanced and retracted through a 0.0195¿ ID tube without resistance, and attempts to recreate the reported event by advancing the device through a microcatheter were unsuccessful in reproducing the issue. Each device is 100% inspected prior to shipping, and any pre-existing damage would have been detected. The investigation did not confirm the reported event, and the root cause could not be established. There was no indication that the complaint resulted from a defect or malfunction of the device. Known risks for this type of device include the potential for procedural resistance or device damage, but no patient harm was observed in this case. The examination under magnification of the returned embotrap device showed no evidence of damage and deformation to the stent body. The proximal coil was present with a minor dislocation, however the bond connecting the proximal coil to the stent body was not intact, allowing the stent to rotate freely around the wire. The complaint report detailed that during the procedure, the stent became impeded in the distal end of a microcatheter. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all the markers present across the stent body. The bond between the proximal coil and the proximal section of the stent had been broken during the procedure, and the damage was evident upon visual inspection. Each embotrap device is 100% inspected as per mp007, so any damage on the device prior to shipping would have been seen. The returned device could be advanced and retracted through a 0.0195¿ ID tube without resistance. In attempt to recreate the reported event, the returned device was advanced through a microcatheter without becoming impeded. Therefore, the complaint event cannot be confirmed. Therefore, the root cause for this complaint cannot be confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. Impeded in microcatheter is a known potential issues associated with the use of the device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a mechanical thrombectomy to the carotid artery, an embotrap iii 6.5 mm x 45 mm (product code et307645, lot number: 24l025av) become impeded in the distal end of an unspecified microcatheter. The stent could not pass through the microcatheter, so it was retracted and replaced with a new device to complete the surgery. The microcatheter was not replaced, and there was no reported patient injury or consequence. Additional event information received on 11-sep-2025 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The microcatheter used was a prowler select plus. Another embotrap of the same model was successfully used. There was no device damage noted at any time. There was nothing noted obstructing the microcatheter. A continuous flush was maintained. Based on the product analysis, the proximal coil of the device is found offset (bent/curved).